Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as deep purple pressure areas on his back from where the lv wires sit. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the device to allow bruise to heal. Outcome of the irritation is unknown as the patient passed away. There is no indication that the bruising attributed to or caused the patient¿s passing.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.